Event description:
A surgeon reports that a patient experienced visual disturbances immediately following intraocular lens implant surgery. The symptoms were described as persistent shimmering or quivering glare. The symptoms became intolerable and an iol exchange with limbal relaxing incisions were performed in 2001. The surgeon reports a successul outcome.